Event description:
It was reported that a patient had an alarm for an internal battery in the past week where the battery had plenty of life remaining, yet a backup battery fault alarm was randomly prompted. The patient needed to exchange their system controller. Additional information provided that the event occurred in discussions with a colleague, and this event was noted on 07mar2025. The patient exchanged their own system controller, and a new system controller would be given to the patient at their next visit.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault on the system controller (serial number unknown) on was unable to be confirmed. No log files were submitted for review. Provided information indicated that the controller was exchanged. Attempts were made to obtain additional event information, but the customer was unable to provide the information as they did not recall the specific case details. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.